Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he received an alarm while priming the insulin pump. He also stated that the insulin pump had a protruding drive support cap, and he pushed it back in. The blood glucose reading was 133 mg/dl. Advised customer that the pump will be replaced. Nothing further reported.